Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. Tandem technical support educated the customer on proper cartridge filling techniques. In addition, it was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. Customer loaded a new cartridge to resolve the issue. The customer's blood glucose level was 160 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.